Event description:
It was reported in an article (reeves, c.j., torres, b. Persistent post surgical knee pain treated with stimulation at l3-l4 level accessed via the s1 foramen (10214). North american neuromodulation society 19th annual meeting. 2015. 289.) That one 87-year-old male patient with chronic right knee pain seven years after he underwent total knee arthroplasty underwent a spinal cord stimulation (scs) trial. Trial lead placement was attempted at the left s1 and l4/5 space using loss of resistance technique, but the leads could not be advanced at this level. The right s1 neuroforamen was identified, and a 14 gauge needle was advanced into the foramen. A single octrode lead was advanced without difficulty along the right lateral epidural space to the l3 level, allowing for coverage of the l3 and l4 nerve roots. The patient was evaluated one week after the trial lead was placed. The patient reported greater than 80% pain relief. Definitive implant of the device was performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).